Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the pump did not alarm when a proximal occlusion was present. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a proximal occlusion was present. This was due to contamination on the proximal pressure sensor pin. The contamination prevented the pressure sensor pin from correctly contacting the administration set cassette diaphragm; therefore, the device did not detect changes in cassette pressure. The cause of the contamination is use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.